Event description:
The customer called to report a blank display. Troubleshooting was performed, but the problem continued. The customer also reported an error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being plugged in properly.